Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g7 and contact detach infusion set; blood glucose rose above 400 mg/dl for approximately five hours with alerts for levels above 300 mg/dl for over 90 minutes, no backup therapy or ketone testing was used, and no medical intervention was required. Symptoms included high blood glucose. Outcomes included no hospitalization, no need for external assistance, and subsequent return of glucose to normal range after changing all supplies, replacing insulin after discovering the reservoir was empty, and completing a factory reset with guidance. Investigation included technical support review, confirmation of insulin flow through tubing, infusion site change, full supply replacement, and device reset with monitoring. Investigation of this case revealed that the user had run out of insulin, which is consistent with hyperglycemia due to no insulin delivery; no infusion set defect or site issue was observed, and the device provided correction once supplies and insulin were restored. It was concluded, based on previously established findings for similar reports, that the cause was use error and unspecified operational circumstance leading to insulin depletion and resultant hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.